Event description:
It was reported that the pt never had therapeutic effect with the device system. It was also reported that the pt's pump "slid up onto the pt's ribs." The pt had surgery to relocate the device. The pt experienced subsequent headaches, constipation, and "increased pain due to abdominal pressurization." Per the pt, the pump contained only saline to prevent the pump from "clogging." The pt stated that the device battery was low, at the time of this report. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). (For constipation).